Manufacturer narrative:
There are two devices associated with this event. These devices are captured in medwatches with patient identifiers (B)(6). This medwatch is for the patient identifier (B)(6). The device has been returned but the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available. All the unused devices from this lot were returned by the customer.

Event description:
As reported for this event by the customer, during a therapeutic flexible ureteroscopy a spark occurred during the first laser shot with the device. The spark occurred at the level of the connector on the generator. The device sparked/caught fire outside the generator. Procedure completed with a new device from the same lot with the same generator. There is no harm or adverse impact to the patient or to any other persons. The olympus generator with the device had been set up according to the correct protocol prior to the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. . The device was returned to olympus for inspection, and the customer's complaint was confirmed. The device was folded into the original packaging and stuffed inside a small plastic bag. The fiber body was completely detached and discarded. The only part that was returned was the proximal handle with the proximal cap on. There are clear signs of burning/melting at the proximal handle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the device appeared to have broken and burned near the strain relief. Additionally, it¿s likely the fiber was mishandled and that¿s the probable cause for this device failure. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.